Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation and bilateral exchange of textured breast implants due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange of textured breast implants due to concern with the product. Device remains implanted.